Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: d8, g3, g6, h2, h4, h6 and h10. On the initial report, the date of (B)(6) 2020, was provided as a date for the onsite visit; however, the date was actually (B)(6) 2020, which was the same as the event date, as reported on the initial report. The date of (B)(6) 2020 was actually the date the user facility requested the reprocessing in-service. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, although a root cause could not be conclusively determined, it is likely the user did not fully understand the reprocessing methods described in the instructions for use (IFU). The IFU describes the following: "1.4 precautions: warning chapter 3 cleaning, disinfection and sterilization procedures: warning all channels of the endoscope, including the auxiliary water channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." "Chapter 3 cleaning, disinfection and sterilization procedures reprocessing equipment parts and functions: aw channel cleaning adapter (mh-948) during precleaning, the aw channel cleaning adapter is connected to the air/water cylinder. When the adapter is depressed, water is fed through the air/water nozzle. Air is continuously fed when the adapter is not depressed (see figure 3.8). Flush water and air into the air/water channel: caution to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use."

Manufacturer narrative:
As part our investigation, on october 12, 2020, while onsite the ess provided the following recommendations: consistency with completing pre-cleaning at bedside and use of air/water channel cleaning adapter and continuation of flushing of the auxiliary channel. Transporting scopes in a 16x16 inch plastic covered bin. Leak test with the mu-1 and mb-155 after every use and prior to manual cleaning. Dispose of single-use brushes and gauze/sponge used during bedside pre-cleaning and manual cleaning. In addition, the ess performed a reprocessing in-service that included bedside pre-cleaning only as the attendees are not involved in the process of leak testing with mu-1 and mb-155, manual cleaning, scope disinfection/sterilization and storage of the scope. Provided supporting documentation and wall charts. The ess discussed the olympus reprocessing protocol for bedside pre-cleaning for gi and pulmonary scopes with the customer. The device will not returned.

Event description:
The service center was informed that during an in-service at the user facility with an endoscopy support specialist (ess) it was observed that staff was not using air/water channel cleaning adaptor and were not flushing the auxiliary channel of the scopes at bedside. There was no patient involvement, patient infection or positive device culture.